Event description:
It was reported that unspecified injuries and damages were rec'd as a result of an accident related to the pump and catheter. No pt symptoms were reported. No add'l info was provided.

Manufacturer narrative:
.